Event description:
It was reported that following a lead pull, the patient was presented with an infection symptom as described as fever and chills. The infection was perceived by the physician to be from the trial procedure. The patient was recovering.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).